Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('needs for hysterectomies at very young ages'), abortion spontaneous ('miscarriages'), ectopic pregnancy with contraceptive device ('tubal pregnancies'), premature delivery ('premature births') and device dislocation ('migration of coils that has damaged other organs') in a female patients who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patients underwent hysterectomy (seriousness criteria medically significant and intervention required), experienced abortion spontaneous (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). At the time of the report, the hysterectomy, abortion spontaneous, ectopic pregnancy with contraceptive device, premature delivery and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion spontaneous, device dislocation, ectopic pregnancy with contraceptive device, hysterectomy and premature delivery to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('needs for hysterectomies at very young ages'), habitual abortion ('miscarriages'), ectopic pregnancy with contraceptive device ('tubal pregnancies'), premature delivery ('premature births') and device dislocation ('migration of coils that has damaged other organs') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent hysterectomy (seriousness criteria medically significant and intervention required), experienced habitual abortion (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant) and were found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the hysterectomy, habitual abortion, ectopic pregnancy with contraceptive device, premature delivery and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, habitual abortion, hysterectomy and premature delivery to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.